Event description:
It was reported via repair work order that the cot started to smoke as a result of the electronics board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.